Manufacturer narrative:
The doctor reported that an 8mm vector screw broke off in a patient's bone and had to be surgically removed. It was confirmed by the doctor's office that the patient is doing fine. The screw was removed and the patient was allowed to heal. The implant will not be replaced. The product was not returned to the manufacturer and the lot number of the implant was not provided; therefore, an evaluation could not be conducted and the cause for the screw fracture remains inconclusive. Device was not returned

Event description:
On january 14, 2010, a doctor reported to sybron implant solutions that an 8mm vector screw broke off in the bone of a patient and had to be surgically removed.